Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 380 mg/dl. The customer was treated with insulin pump. Customer is unable to troubleshoot because he is reporting a past issue that is recurring. The customer was advised to call when the alarm occurs in order to troubleshoot. Customer also reported that the drive support cap is protruded and crack . The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.